Event description:
As reported on (B)(6) 2013 by the user facility clinical resource coordinator. "The doctor was using the product to insert a port cath. When he was removing the introducer he noticed the end was shredded and part of it was retained in the pt." Additional info by the user facility indicated the pt condition after the procedure and currently is stable.

Manufacturer narrative:
As reported, "the doctor was using the product to insert a port a cath, when he was removing the introducer, he noticed the end was shredded and part of it was retained in the pt." Follow up info obtained notes that the procedure was completed with the same device. A 12mm portion of the wire still retained in the pt's sub-q tissue. No additional procedures were done to remove the wire. The pt was informed and is aware of this. The pt was stable post event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As the reported complaint sample was not returned by the user, angiodynamics is unable to perform a device eval. The customer's complaint description cannot be confirmed. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: cautions: if resistance is met when advancing or withdrawing the guidewire or the introducer, determine the cause by fluoroscopy and correct before continuing with the procedure. Because of the delicate and fragile nature of guidewires, extra care in handling must be taken. Do not use forceps to break the handle and/or to peel the sheath as this may damage the sheath and cause premature withdrawal of the sheath from the pt. Do not attempt to use a guidewire over the maximum diameter specified on the package label. Symmetrical peeling of the sheath is critical. Warnings: do not withdraw guidewire through metal needles; guidewire may shear or unravel." The vendor reported the following: there were no non-conformances noted and no out of specification conditions documented. There is no complaint history for this defect for this part number. No corrective action required and no eval as the device was not returned. The potential root cause reported by the vendor is improper use by end user or improper tip grind/weld. No further corrections are required based on the relative low frequency of the failure mode vs. Port sales volume. This type of complaint will continue to be monitored for trends.